Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: 23273) displayed ua02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) error messages" was confirmed based on the archive data review; however, the reported complaint could not be confirmed during functional testing. Upon visual inspection, unrelated to the reported complaint, it was observed that the head restraint wire was broken off. The observed physical damage was appeared to be the characteristic of normal wear and tear for the life of the device. The autopulse platform is a reusable device and was manufactured in december 2011 and is almost 8 years old, well beyond its expected service life of five years. A review of the autopulse platform archive was performed, and it showed multiple ua02 and ua17 to have occurred on october 28, 2019 rather than the reported event date of october 27, 2019. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the functional testing, and therefore, the reported complaint was not confirmed. Upon customer's approval, the defective parts will be replaced, and the platform will be subjected to functional testing to ensure that the device pass all testing criteria.

Event description:
During shift check, upon powering on the autopulse platform (sn: (B)(4)), ua02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) error messages were observed. No patient involvement.